Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colectomy, two reloads of the purple-colored stapler were used, right after using the two, the surgica l team found a foreign material apparently coming from one of the reloads, inside the patient's cavity, removing it. When analyzing both loads, it was observed that one of the reloads presents differentiation, due to difficulty in identifying the batch of loads, the customer reported both reloads. There was no patient injury.

Event description:
It was reported that during a surgical procedure, two reloads of the purple-colored stapler were used, right after using the two, the surgical team found a foreign material apparently coming from one of the reloads, inside the patient's cavity, removing it. When analyzing both loads, it was observed that one of the reloads presents differentiation, due to difficulty in identifying the batch of loads, the customer reported both reloads.

Manufacturer narrative:
D10 - concomitant product: 134051, 134051 premium surgiclip ii 9.75, (lot# p5d1031). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that the reload was fully fired. The I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates. A piece of the blowout plate was broken and disengaged from the reload. The lock ring was observed out of position. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.